Manufacturer narrative:
No knive sample has been returned for evaluation, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. The device history record review of the custom pack did not show any abnormalities. Also no remarks were made during the manufacturing process of this lot. There is no complaint sample available for further investigation. The root cause for the defect experienced by the customer cannot be determined. Potential root cause : supplier related : mix by the supplier internal : since we also have dual bevel knives in our range an internal mix can not be excluded the complaint is forwarded to the supplier. Because the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects are removed from the lot and scrapped.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A theatre sister reported that two knives supplied in a custom pak had bevel up/down versions of blades, which led to leaking wounds in patient. Additional information has been requested but not received to date.